Event description:
As per ansm no r2616478: date of occurrence: (B)(6) 2026. Description of the incident: severe pain in the abdomen and right leg. Date: tuesday, (B)(6) 2023. A 51-year-old patient, admitted for surgical repair of a symptomatic right inguinal hernia. The decision to proceed with surgery was confirmed. Right external oblique inguinal hernia - surgical repair by implant placement via laparoscopic approach. General anesthesia. Open laparoscopic technique via the umbilicus. Placement of one umbilical trocar and two lateral trocars. Exploration revealed a large right external oblique inguinal hernia; no hernia on the left. Incision of the peritoneum. Dissection and reduction of the hernial sac. Extensive subperitoneal dissection to allow insertion of a bard mesh (3dmax mesh), which will be fixed on one side to the cooper's ligament and on the other side to the anterior abdominal wall using absorbable staples. Haemostasis checked. Closure of the peritoneum with v-loc 3/0. Deflation and removal of the trocars under direct visual control. Closure of the umbilical fascia with vicryl 3.5 and dafilon 3/0 on the skin. Dressing applied. Traceability record for an implantable medical device product: non-resorbable polypropylene mesh 3d-max 16x10.8cm straight 0115321, supplier becton formerly bard, ref: (B)(4), batch hugx1003, expiry date: 28/09/2027 approved: yes; quantity: 1. Product: non-resorbable polypropylene mesh 3d-max 8.5x13.7cm straight 0115320, supplier becton ex bard, ref: (B)(4), batch hugv0238, expiry date: 28/07/2027 approved: yes; qty 1. Patient's current condition: damage to the cooper's nerve and hernia. Comments: I can no longer sleep through the night (waking up 2 to 5 times per night); every movement of my right leg is very painful. Consequences: I can no longer lead a normal life; even simply walking is painful. It is also impossible for me to envisage returning to work. In short, my life is completely ruined!!! Actions taken at the healthcare facility to manage the patient's care: n/a. This file represents 3dmax mesh - 0115320 right medium.

Manufacturer narrative:
As reported, post implant of two right sided 3dmax mesh (device #1 and device #2), it is alleged that the patient has damage to the cooper's nerve, hernia, abdominal pain, right leg pain with movement including while walking, and trouble sleeping. Contact information was not provided. Furthermore, due to european privacy regulations, additional patient and case information could not be obtained. Based on the limited information provided no conclusions can be made as to the degree to which the implants may have caused or contributed to the patient's postoperative complications. Pain and hernia recurrence are listed in the adverse reactions section of the instructions-for-use, supplied with the device, as possible complications. The warning section states, "to avoid injury, careful attention is required if fixating the mesh in the presence of nerves, vessels, or the spermatic cord. Fastener penetration into underlying tissue containing nerves or blood vessels may result in the need for medical/surgical intervention, cause serious injury or permanent impairment to a body structure." A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this lot of 663 units released for distribution. This emdr represents the 3dmax mesh right medium (device #1). An additional emdr was submitted to represent the 3dmax mesh large right (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.